Manufacturer narrative:
The returned device was found to function as intended with no evidence of any damage or manufacturing deficiencies that would lead to insufficient insulin delivery.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was at the emergency room for 8 hours and her blood glucose, and insulin history is as follows: (B)(6). At the hospital there was a manual injection of insulin administered to the patient. They also tested her blood and urine. The patient came back home from the emergency room. The pod was worn between 36 and 48 hours on the abdomen. (B)(6).